Event description:
Same case as MDR ID#: 2134265-2012-03894 and 2134265-2012-03893. It was reported that during a balloon angioplasty procedure, balloon ruptures occurred. The target lesion was located in the superficial femoral artery (sfa). During the procedure, three balloon ruptures occurred using a 6.0x150, 135cm mustang balloon, a 6.0x150, 135cm mustang balloon and a 6.0x200, 135cm mustang balloon. The ruptures occurred between 4 and 10 atm between 30 seconds and 2 minutes. No balloon fragments were left in the patient, the procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the device found that the balloon showed evidence of being inflated. There was blood and contrast media present in the balloon and shaft. The device was attached to an inflation unit and an attempt was made to inflate the device; however, it could not be inflated due to the congealed blood and contrast media. The device was soaked in warm water but still could not be inflated. A microscopic examination of the balloon material could not locate the leak. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2012-03894 and 2134265-2012-03893. It was reported that during a balloon angioplasty procedure, balloon ruptures occurred. The target lesion was located in the superficial femoral artery (sfa). During the procedure, three balloon ruptures occurred using a 6.0x150, 135cm mustang balloon, a 6.0x150, 135cm mustang balloon and a 6.0x200, 135cm mustang balloon. The ruptures occurred between 4 and 10 atm between 30 seconds and 2 minutes. No balloon fragments were left in the patient, the procedure was completed with another of the same device and no patient complications were reported.